Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer's blood glucose level was 529 mg/dl. The customer had symptoms of diabetic ketoacidosis and treated with insulin drip, emergency medical service. Customer was hospitalized after dispatched from emergency medical service. Customer's current blood glucose value is 424 mg/dl. The troubleshooting was performed for no delivery alarm and high blood glucose level. The product will not be not returned for analysis.